Event description:
It was reported that the device says cassette not attached. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "cassette not attached¿ was not confirmed through occlusion test and ¿nda¿ investigation work instructions. Device does not alarm ¿cassette not attached¿ after performing both tests. Further investigation the battery door latch is cracked, battery compartment rear hinge is cracked on left side, liquid crystal display (lcd) lens had moderate scratches, upstream occlusion (uso) seal is worn/dented motor odometer reading is over the preventative replacement limit of six million. The current odometer reading is 8,878,766. Front and rear housing are corroded from fluid ingress. Replaced battery door, battery compartment and all components within, lcd lens, uso seal, and front/rear housing and all components within. Replaced downstream occlusion (dso) seal as preventative maintenance. Performed dso/uso sensor calibration as preventative maintenance. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.